Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the event was unknown. The patient was hospitalized and treated with vancomycin intraperitoneally (dose, frequency, and duration not reported) for the peritonitis. On an unknown date the patient¿s peritoneal dialysis catheter was removed and the patient was placed on hemodialysis. Treatment with vancomycin (dose, route, frequency, and duration not reported) continued after the catheter was removed. The patient was discharged from the hospital and seven days and reported to have recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.